Manufacturer narrative:
The intraoperative progression of mitral insufficiency was a complication of the implanted aortic valve replacement. The patient underwent an unplanned open tavr mitral valve replacement and was placed on va ECMO. The subject device is not available for return as it remained implanted at the time of the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. In this case, the root cause of the events experienced by the patient cannot be conclusively determined with the available information. However, the observed adverse events and subsequent death of the patient are most likely attributable to the patient's comorbidities, pre-existing conditions, and/or procedural related factors. There are no indications of any manufacturing defects. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information of a cardiac valve replacement procedure complication involving a 23mm 11500a aortic valve which led to mitral regurgitation. Patient with a 21mm non-edwards mechanical aortic valve implanted approximately (B)(6) years underwent re-do with a 23mm 11500a pericardial valve. The patient underwent biobentall procedure with 23mm inspiris, 26 mm hemashield, ascending aortic replacement, mitral valve replacement with (sapien 3), coronary artery bypass grafting x 1 (lima-lad), insertion of iabp and was placed on central va ECMO with open chest. The aortic annulus was quite sizable and appeared to look much larger than 6-7 cm and extended down to the aortic root, leaving no option but to perform an aortic root replacement. The coronary buttons were mobilized and surgeon extensively debrided the aortic root, excising the previously placed mechanical valve. Of note, there was circumstantial calcium present around the aortic root, requiring extensive debridement. Ultimately surgeon placed a 23mm 11500a valve and a 25mm hemashield graft via bentall type fashion with reimplantation of coronary arteries. Upon weaning from cardiopulmonary bypass, the mitral regurgitation which appeared to be moderate, at least beginning of case, now appeared severe. It was associated with elevated pulmonary pressures. The mitral valve was essentially nonmobile and fragile. Due to the severe mac as well as anterior changes decision was made to implant 29mm sapien 3. There was difficulty coming off bypass and patient was bleeding intra-operatively. In or patient received 12 rbcs, 8 ffp, 4 plts, 20 cryo and prothrombin complex. CT output still significant upon arrival in ICU, massive transfusion continued. On post operative day one patient underwent hemorrhagic shock requiring massive blood transfusion. On post operative day two patient continued to require blood transfusion. On post-operative day three patient underwent post mediastinal exploration and washout; repair of mitral paravalvular leak, and revision of l and r atrium. Patient continued to be on va ECMO. Patient expired on post operative day seven after initiation of comfort measures.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.